Event description:
It is co's understanding that following a diagnostic catheterization procedure on april 19, 1999, a vasoseal vhd kit size 3 was deployed. The pt was discharged from the hosp on april 20, 1999. The pt was readmitted to the hosp on april 29, 1999 after presenting at the emergency room with an abscess of the right groin and right knee. The pt's right groin was treated with incision and drainage, and the right knee was treated with atheroscopy and lavage. Cultures were positive for streptococcus agalactiae hemolytic, and blood and urine cultures were negative. The pt's discharge was delayed due to unrelated medical issues. The pt was discharged from the hospital on may 27, 1999 and no further complications were reported.